Manufacturer narrative:
The insulin pump had a battery power error due to a connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported that the customer insulin pump had a power error detected alarm. Customer's blood glucose was unknown at the time of incident. Customer's parent also reported that the insulin pump battery would only last for 2 hours. No troubleshooting was performed. Advised customer's parent that insulin pump is being replaced and is expected to return for analysis.